Event description:
The company was made aware that the patient is scheduled for explant surgery per the patient's request. The patient is currently a non-user. Advanced bionics is in th process of gathering more information; once more information is obtained a supplemental report will be submitted.